Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board. No button error alarm during testing. Unable to confirm unexpected restart alarm and unable to perform any tests due to button unresponsive. Insulin pump received with moisture damage on electronics assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had unexpected restart alarm. Insulin pump was exposed to moisture. The insulin pump will be returned for analysis.